Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used during a clipping procedure on (B)(6), 2012.according to the complainant, after advancing the device through the scope and into position, the surgeon was not able to deploy the clip. The device was removed from the patient and then the procedure was completed with another resolution clip.there were no patient complications as a result of this event. The patient condition was reported as stable post procedure.attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination found that the device returned half deployed; however, the clip assembly was not received for analysis. The yoke, which was still attached to the control wire, was then actuated and deployed. The reported event of clip failed to deploy was not able to be confirmed as the device was received half deployed and with the clip separated. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used during a clipping procedure on (B)(6), 2012. According to the complainant, after advancing the device through the scope and into position, the surgeon was not able to deploy the clip. The device was removed from the patient and then the procedure was completed with another resolution clip. There were no patient complications as a result of this event. The patient condition was reported as stable post procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.